Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Review of x-ray of staple line additional information provided: please clarify if there were staples, missing staples, staples deployed but were not formed?---staples in middle of the staple line on the patient's side were missing. Was the procedure converted to a miles procedure due to device malfunction or for other reasons?---due to device malfunction. Are there any tissue samples, x-ray videos available? ---yes. How is the patient?--- we could not get the additional information . X-rays of the staple line were received and reviewed by the field quality engineer. Potential cause of the event could have been a situation where between starting and completing the firing stroke, the compression was released and the tissue shifted within the device jaws.

Event description:
It was reported that during an open low anterior resection, staples in middle of the staple line on the patient's side were not deployed when the device was used on the anus side of the rectum at the 1st firing. Reinforcement material was not used. Although double stapling technique had been planned, the procedure was converted to miles. The doctor commented that there had been no staples around the fired site nor in the cartridge. The primary disease is cancer.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.